Event description:
It was reported that the preloaded intraocular lens (iol) was injected into the eye and there was a scratch in the central optic. The lens was explanted and another unknown model lens was put in its place. The staff said there was no vitrectomy or suture needed at the end. The lens was not saved. No other information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.